Event description:
It was reported that a patient presented for an implant procedure. During the operation, the right atrial (ra) lead showed an impendence of over 4000o. The ra lead was not used and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Supplemental report needed to address product return and analysis.